Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The pt reportedly woke up approx 2 am on (B)(6) 2011 feeling disoriented and had a 42 mg/dl blood glucose (bg) result. The pt immediately self-treated with food and juice. The pt did not recheck her bg until later the same night at 8:15pm: her bg was 104 mg/dl. The pt's last bolus was on (B)(6) 2011 at 1:13pm: actual bolus amount was not noted. Other details leading to the hypoglycemic event, such as the pt's meals and blood glucose results, were not provided. According to the pt, the pump settings and pump history appear to be as expected; however, the pt admitted that she does not know what the settings should be. The pt stated she has had significant increase in stress recently and admits to only checking her bg 1-2 times daily instead of her usual 4 times daily. The pt was encouraged to discuss pump settings with her health care professional. Animas also conducted a follow-up call with the pt on (B)(6) 2011 encouraging the pt to report her bg results to her health care professional and to seek advice on pump settings. There was no indication that the pump malfunctioned; however, this complaint is being reported because the pt reportedly became disoriented and had to self-treat with food and drink.